Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. This was caused was enterobacter asburiae. The patient was hospitalized and treated with meropenem. Sixteen days after event onset, the patient was seen in the clinic and pd effluent was clear without symptoms of infection and the patient was no longer receiving antibiotics. Action with pd therapy was not reported. No additional information is available.